Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. The patient was treated with unknown antibiotics (dose and frequency unknown) for peritonitis. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis event was the patient made a mistake or had a touch contamination. Dianeal ultrabag therapies were ongoing. The patient was recovered from the previously reported peritonitis event (previously the outcome was reported as recovering). It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.